Manufacturer narrative:
The monitor and belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received three inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. From 19:24:10 to 19:25:50, vf was seen. Varying amplitudes and CPR/motion artifact obscured the rhythm and prevented the lifevest from treating the patient. At 19:28:44, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:29:18, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:30:02, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm from 60-30 bpm with CPR/motion artifact. The patient was last seen in sinus tachycardia at 100 bpm with motion artifact and electrode lead all off at the time of the device shutdown at 19:57:52 on (B)(6) 2024.

Manufacturer narrative:
The monitor and belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
Submitting supplemental correction as "death" was not checked in section b2 of initial emdr. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received three inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. From 19:24:10 to 19:25:50, vf was seen. Varying amplitudes and CPR/motion artifact obscured the rhythm and prevented the lifevest from treating the patient. At 19:28:44, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:29:18, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:30:02, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm from 60-30 bpm with CPR/motion artifact. The patient was last seen in sinus tachycardia at 100 bpm with motion artifact and electrode lead all off at the time of the device shutdown at 19:57:52 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The monitor and belt have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received three inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. From 19:24:10 to 19:25:50, vf was seen. Varying amplitudes and CPR/motion artifact obscured the rhythm and prevented the lifevest from treating the patient. At 19:28:44, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:29:18, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 40 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 19:30:02, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm from 60-30 bpm with CPR/motion artifact. The patient was last seen in sinus tachycardia at 100 bpm with motion artifact and electrode lead all off at the time of the device shutdown at 19:57:52 on (B)(6) 2024.